Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reports redness, weeping and rash under all of the wafer. She was seen by a physician as well as a dermatologist, and was prescribed nystatin and a steroid cream (not otherwise specified). As of the time of this report, the rash had not improved. According to the end user, she has undergone allergy testing, though the results are pending.